Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Records indicate this device remains in service. Should additional information become available this report will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a latitude alert was issued for this implantable cardioverter defibrillator (ICD), implanted with another manufacturer's defibrillation lead, due to high right ventricular pacing impedance measurements. The following day a second latitude alert was issued for this device due to tachy mode being set to other than monitor plus therapy. No adverse patient effects were reported.

Event description:
Additional information was received that a latitude alert was issued due to high shock impedance measurements. It was reported that the device was electively explanted and not replaced due to the patient no longer requiring an ICD system. No adverse patient effects were reported.